Manufacturer narrative:
Preliminary analysis of the data provided (last in-clinic follow-up dated on (B)(6) 2023) didn¿t reveal abnormal battery depletion or overconsumption on (B)(6) 2023. Nevertheless, as the device could not be interrogated on (B)(6) 2023, the device may have reached eos. Eos could be confirmed by external ECG (with magnet).

Event description:
Reportedly, the device could not be interrogated with 2 different programmers. The last follow up was performed 6 months ago, without sign of battery depletion. The device is planned was replaced on (B)(6) 2023.

Manufacturer narrative:
On (B)(6) 2023, the device could be interrogated. Review of the provided patient files dated (B)(6) 2023 led to the following observations. The battery voltage was measured at 2.98v. Between (B)(6) 2022 and (B)(6) 2023, right ventricular lead impedance is stable within normal range. Rv coil impedance is slightly fluctuating within normal range no over-consumption was measured. The ICD was explanted on (B)(6) 2023 and returned for analysis. Upon reception, the returned device was interrogated: o the device was not able to pace, detect or communicate. O small holes were observed on the can of the device. These holes were probably created by a degraded lead in contact with the device. Then the device was opened to have direct access to internal components: o the battery was depleted and inflated o the device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption - the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test : no significant error considering the battery voltage at reception. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level

Event description:
Reportedly, the device could not be interrogated with 2 different programmers. The last follow up was performed 6 months ago, without sign of battery depletion. The device was replaced on (B)(6) 2023.

Event description:
Reportedly, the device could not be interrogated with 2 different programmers. The last follow up was performed 6 months ago, without sign of battery depletion. The device was replaced on (B)(6) 2023.

Manufacturer narrative:
Please refer to the attached report - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Manufacturer narrative:
Please refer to the attached report the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. The root cause could not be determined at this stage with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, the device could not be interrogated with 2 different programmers. The last follow up was performed 6 months ago, without sign of battery depletion. The device was replaced on (B)(6) 2023.